Event description:
It was reported that the insulin gauge was inaccurate. Customer reported not using room temperature insulin when filling the cartridge. Customer was instructed to fill cartridges with room temperature insulin per the tandem user guide. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.